Event description:
It was reported that 9800 system had a communication error, and did not complete boot-up prior to a procedure. There was no patient injury reported.

Manufacturer narrative:
Replaced workstation single board computer (sbc). Performed operational tests, system operating as intended.